Manufacturer narrative:
The msds sheets were reviewed. No additional information is available at this time.

Event description:
A customer reported that a diff act pak was leaking. The operator was wearing protective equipment (gloves only). There was no exposure to mucous membranes or open wounds reported. The operator did not seek medical attention.